Event description:
The patient reported that since 2007, she had been sick with unspecified withdrawal symptoms and was in and out of the emergency room. She also reported that since that time, her pump had been "dead". She stated the pump had 20 cc in it and she was scheduled for surgery in 2008. She decided not to have the pump replaced. The patient was taking unspecified oral medications because the pump wasn't being used. The patient stated that because she was taking the "addictive" oral medications she had to have a permanent caregiver. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Additional information has been requested, a follow-up will be sent if additional information becomes available.